Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additionally, for the following corrections: (d5) operator of device, other selected in error, corrected to health professional. (G2) report source, company representative added as omitted in error. (H8) usage of device unknown elected in error, corrected to reuse. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation of the reported damage, root cause was determined to be consistent with improper handling of the device or excessive force. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. There was an additional finding of the outer tube had a dent. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the telescope "ir", 10 mm, 30° light guide connector was damaged. There was no patient harm associated with the event.